Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: review of the pump history revealed several "replace battery" alarms reported on the date of the alleged event. The pump powered up with the verify screen and had auditory and vibratory alarms. A rewind, load and prime sequence was performed. During the rewind step, a "replace battery" alarm was given. The "replace battery" alarm was not able to be cleared; therefore further testing could not be completed. There was no corrosion or damage observed inside the battery compartment. The pump failed a leak test and a crack/leak was noted at the battery compartment. The pump was opened and revealed internal moisture damage of the printed circuit board.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging the pump lost power. The reporter stated that the battery was changed and the battery cap was tightened down securely and the pump still had no power. Troubleshooting with customer support revealed that there is no visible damage to the pump; no corrosion is present in the battery compartment or on the battery or battery cap. The reporter stated that the patient did wear the pump while swimming the day before. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.